Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. The customer also reported that they were able to clear the alarm. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.